Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the sample. Analysis of the sample showed that the housing component is broken from port c. Bd determined that the cause of the failure was most likely related to the use of the device or the solution that is used in the product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 blue component was damaged. According to users, visible hairline cracks occurred when connecting several 3-way stopcocks to one another. A fragment of a 3-way stopcock broke off during use on a central venous catheter. The users suspect a connection with the disinfectant. The disinfectant used is octiniderm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.